Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unk, unknown legacy constrained condylar knee bearing, lot # unk, catalog #: unk, unknown legacy constrained condylar knee femoral, lot # unk, catalog #: unk, unknown legacy constrained condylar knee tibial tray, lot # unk, catalog #: unk, unknown legacy constrained condylar knee stem, lot # unk. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06167, 06168, 06169, and 06170. Device location unknown.

Event description:
It was reported that patient underwent bilateral initial total knee arthroplasty approximately 3 years ago. Subsequently, approximately 2 years after the initial surgery the patient underwent a revision knee replacement on the right knee due to pain and loosening. Since the revision surgery, the patient has been experiencing swelling and stiffness two months post operation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under MFR # 0002648920-2018-00083.